Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticmo12.1 implantable collamer lens, -11.00/+0.5/093 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens, on (B)(6) 2018 and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).